Event description:
It was reported that a woman with wounds on the lower leg has been treated with allevyn gentle border dressing. The reaction was reddened and skinned .the dressing was used for 3 days.